Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("vaginal bleeding") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased and vaginal haemorrhage outcome was unknown and the pelvic pain, pelvic discomfort, back pain, abdominal distension, abdominal pain, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic discomfort, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , psych injury and bladder/urinary problems. Essure not removal reason unable to afford surgery also she didn¿t went confirmation test. Essure insertion date provided as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received- new events vaginal bleeding was added. Reporters was added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown and the pelvic pain, pelvic discomfort, back pain, abdominal distension, abdominal pain, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic discomfort, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , psych injury and bladder/urinary problems. Essure not removal reason unable to afford surgery also she didn't went confirmation test. Essure insertion date provided as (B)(6) 2013. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: events- "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury, migration, bladder problems, uti, vaginal infection, vaginal discharge, gi conditions, hormonal changes, headaches and nausea were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("vaginal bleeding") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased and vaginal haemorrhage outcome was unknown and the pelvic pain, pelvic discomfort, back pain, abdominal distension, abdominal pain, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic discomfort, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , psych injury and bladder/urinary problems. Essure not removal reason unable to afford surgery also she didn¿t went confirmation test. Essure insertion date provided as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received- new events vaginal bleeding was added. Reporters was added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.